Manufacturer narrative:
(B)(6). (B)(4). It was reported that while removing the mynxgrip vascular closure device (vcd) white (advancer) tube from the patient¿s tissue tract, half of the peg (sealant) was noted to be stuck on the tube. Hemostasis was achieved with the sealant which remained in the patient. The device storage temperature did not exceed 25 °c. During the device removal step, the balloon was fully deflated. No additional information is available at this time. Only a non-sterile advancer tube and the remaining of the sealant of a mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. The sealant was soaked in dried blood and covering the distal end of the advancer tube. The sealant was removed from the advancer tube¿s distal end, and no damages were observed on the distal end of the advancer tube. Without the return of the whole device, a functional testing on the returned device could not be conducted. A review of the manufacturing documentation associated with lot f1717202 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The reported event as the sealant stuck to device components was confirmed. Based on the information provided and the condition of the returned advancer tube and the sealant, the reported event may have been caused by an over-tamping, potentially contributing to the sealant being stuck to the advancer tube during the removal of the advancer tube out of the tissue tract. Per the mynxgrip instructions for use (IFU), for deploying sealant, it instruct users to ¿gently advance the advancer tube until single marker is fully visible and then hold in place for up to 30 seconds.¿ then ¿lay the device down for up to 90 seconds.¿ if the tamping tube is pushed too far into the hydrogel sealant during tamping step, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal, and if proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. However, without the return of the whole device, the root cause of the reported event could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken.

Event description:
It was reported that while removing the mynxgrip vascular closure device (vcd) white (advancer) tube from the patient¿s tissue tract, half of the peg (sealant) was noted to be stuck on the tube. Hemostasis was achieved with the sealant which remained in the patient. The device storage temperature did not exceed 25 °c. During the device removal step, the balloon was fully deflated. The vcd will be returned for analysis.